Manufacturer narrative:
Additional h6 patient codes: 2360,2422,1695,3191-tenderness,3189- surgical intervention. Additional b5 narrative: it was reported that the patient experienced pain, discomfort, tenderness, scarring and disfigurement following surgery. It was reported that the patient underwent mesh revision on 8/21/2012 due to small bowel obstruction and adhesions. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr-03032020-0000687532 submitted for adverse event which occurred on (B)(6) 2012. Mwr-03032020-0000687534 submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on(B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.